Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it is likely that water invaded the device while the user was handling the device which led to abnormality of electrical parts. As a result, error message was displayed temporarily. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The event can prevented by following the instructions for use which state: "perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope had an e315 error. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found angulation in the up direction was out of standard, the adhesive on the bending section rubber was broken, and the scope connector cover was corroded due to leakage. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.